Event description:
It was reported that patient that implant developed a short so it was replaced in 2010." No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3889-28, lot# unknown, implanted: (B)(6) 2008, explanted: (B)(6) 2010, product type: lead. (B)(4).